Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, it was reported via chat that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient reportedly went to the emergency department (ed). There were no symptoms nor treatment documented. The cgm was reading 141 mg/dl and the blood glucose reading was 26 mg/dl. It was documented that the patient disconnected from the chat during the interview. Three attempts have been made to contact the patient for more information; however, attempts have been unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.